Event description:
Suspected lead fracture at the proximal end of the svc coil was observed.

Event description:
It was reported that during device change out, externalized conductors were observed via x-ray. History of t-wave oversensing was noted. The lead was explanted.

Manufacturer narrative:
External insulation abrasions were found at 8.7-11.3cm and 12.5-13.7cm from the electrode tip, consistent with lead friction to another device. The etfe coating was abraded at 8.7-11.3cm from the electrode tip. External insulation abrasion was noted at 41.6-42.2cm from the electrode tip, consistent with lead friction to the ICD can. The etfe coating was intact. Internal insulation abrasions under the svc shock coil were found at 24.5-24.6cm, 25.0-25.1cm, 25.2- 25.3cm, 25.5-25.6cm and 26.1-27.2cm from the electrode tip. The etfe coating was intact at these locations. A fracture of the svc shock coil was noted.

Manufacturer narrative:
No medwatch form was received.